Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged lightheaded,, headaches, off balance, nasal soreness, sneezing , difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged lightheaded,, headaches, off balance, nasal soreness, sneezing , difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown in the returned materials. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-191 and e-4. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.